Event description:
Per the clinic, the patient's device had extruded through the skin, exposing the receiver/stimulator. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Correction: the patient has not been reimplanted with a new device, as previously reported. This report is filed (B)(4) 2013.